Event description:
A distributor reported that a customer's pump was not charging, and there was no information available regarding any impact on blood glucose levels. The pump was tested by connecting it to a usb cable on a wall outlet, but it did not turn on, and no red flashing light appeared around the awake button. Another cable and outlet were tried with the same result. The customer is expected to return the faulty pump, and a replacement pump with a new serial number has been provided. No additional information was available regarding the customer's blood glucose outcome.